Manufacturer narrative:
Batch review performed on 25 february 2019: lot 135910, (B)(4) items manufactured and released on 13-mar-2014. Expiration date: 2019-02-28. No anomalies found related to the problem. To date, all the items of this same lot have been already sold without any similar reported event.

Event description:
About 3 years after primary the surgeon revised the patient for full pe ps tibial component failure. The reason of failure is unknown. The surgery was completed successfully. Tibial tray and insert implanted successfully.